Event description:
Patient reported right side rupture and inflammation/irritation. Device has been explanted.

Event description:
Patient reported right side rupture and inflammation/irritation. Device has been explanted.

Manufacturer narrative:
Continued h.6: [health effect - impact codes]: f2201. Device evaluation: visual analysis of the returned device identified: underweight, red and brown particles on the shell, a curved opening, fold creases, and red particles on gel. A microscopic analysis was performed which identified: one sharp opening with stress marks near of the opening site, this condition was called surgical impact, a sharp opening on the anterior, and a striated opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on the posterior assessed as surgical impact. A sharp opening on the anterior assessed as unidentified (tear) opening. A striated opening on the anterior assessed as surgical damage consist in the use of some surgical tool. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and inflammation/irritation. Device remains implanted.